Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on 11 december 2025 day 104 after insertion. An RMA was authorized for the return of the sensor for further investigation.in-house testing of the sensor and review of the raw sensor data demonstrated optical instability in all four channels. The optical instability was attributed to delamination of internal electronic component of the sensor and filter corrosion, as confirmed through visual inspection of the sensor under microscope. The sensor replacement alert was asserted after glucose readings were blinded due to the optical instability. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 10 march 2026. G3.date received by the manufacturer? 10 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.